Event description:
A customer reported experiencing a past high blood glucose event. The exact blood glucose level was unknown, but it was displayed as "high." The customer administered a correction injection to address the bg. Customer replaced supplies and resumed insulin.